Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated or magnet tested. The ipg was explanted. Cpi minimum longevity at nominal settings with a 500 ohm lead is 33 months.